Event description:
Healthcare professional reports one right eye case presented at one week post op with residual astigmatism similar to pre op. Upon review of case, rptr stated that it was noted that the right eye was treated with the left eye refraction. Info rec'd shows enhancement will take place once refraction is stable and identified. Pt had uneventful lasik (B)(6) 2011 with allegretto and intralase. Plan - will enhance pt when rx is stable.

Manufacturer narrative:
No abnormalities were found, that could have contributed to this event, during the device history records review and the product was released according to acceptance criteria. The root cause is user error. (B)(4).